Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A tubing set was unexpectedly returned to the receiving lab. The tubing set appeared to be separated between the silicone segment and lower fitment. No further information is available.

Event description:
A tubing set was unexpectedly returned to the receiving lab. The tubing set appeared to be separated between the silicone segment and lower fitment. No further information is available.

Manufacturer narrative:
The customer's report that the IV tubing set separating at the silicone segment and lower fitment was confirmed. The primary set was visually inspected for obvious issues/damage such as kinked tubing, holes/tears, incomplete bonding engagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. Visual inspection of the silicone segment noted separation from the set's lower fitment. It was observed that the set was missing the retainer ring. No other anomalies was observed. Examination under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Functional testing was deemed unnecessary due to the obvious separation. Dimensional analysis of the silicone segment and lower fitment were measured to be within specification. Slight tugging of the rest of the primary set¿s engagements observed no separation. The root cause of the separation was not identified. The device history record for model 2426-0500 could not be conducted due to no lot number being provided.